Manufacturer narrative:
An investigation was performed and the event could not be duplicated with the info available.

Event description:
The rptr indicated a communication problem in that it was consistently difficult to interrogate the device, and was also very slow to inquire. Telemetry problems were reported, too. The rptr also noted that the pacer was implanted logo side down.